Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they removed old replica stem, plan to do prostalac hip spacer, product was removed while prostalac hip mold was made. Once all products removed, fellow put in guide wire dug to distal fx and reamed to 16.5 put in 4 schlage wires to stabilize fx. Reamed acetabular to 66mm put in d4 x 40 liner cemented, after scuffing back then proceeded to cement stem in hurry to fast set cement. Put down stem. Doctor liked feeling and started to close. Called 1-2 hours later to informed they missed canal, bringing pt. Back cut suture, mixed 40 g cement and recemented. Doi: unknown. Dor: (B)(6) 2020. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.